Manufacturer narrative:
G2: user report swissmedic - vk_20240306_18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the electrode was defective. Device could not identify the electrode. New electrode had to be used. Resumption of the process. There was nerve damage to the patient.

Event description:
Additional information received, event occurred intra-op. User evaluated that the no-signal status did not correspond to reality. The nerve could not be identified correctly due to incorrect function of the aps electrode. The procedure performed was thyroidectomy and there was a procedural delay of unknown time.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other device(s) which are used in the event are: product ID: nim4cm01, serial/lot #: (B)(6), product ID: nim4cpb1, serial/lot #: (B)(6), stimulation probe(lot number: unknown) g2 has been corrected. Medical safety has reviewed the event. The reported event of the aps electrode not working and it's reported severity (nerve damage, unknown current status) is known and labeled per pra 10834094--l. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found visually, the c-clip contact was not exposed/flush with the inside diameter of the clip body when returned. There was contamination on the clip body. Electrically, the resistance shall be less than 25 ohms end to end and the actual measurement was 12.1 ohms which was in specification. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Further review of medical safety concluded that the aps electrode unavailability is determined to be unrelated to the alleged nerve damage; aps monitoring is an adjunct to standard nerve monitoring, and the absence of its use does not affect the function or safety of standard nerve monitoring with the nim system. As noted in the complaint, the user was alerted by the nim system that there was no signal, and they were aware that the aps electrode was not functioning/not delivering stimulus and subsequently located a backup device and proceeded with the case with a functional aps electrode. Based on review with technical subject matter expert, whether the aps electrode was functioning or not at the time of the alleged nerve damage, it has no bearing on the use of the nim to identify a nerve because that can only be accomplished with the use of a stimulus probe. Given the aps design and role, nerve injury cannot result from aps malfunction or disconnection. Although in the initial MDR assessment suggested that the aps electrode could have contributed to the reported nerve injury, further investigation and technical review determined the event to be unrelated to aps function. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.